Event description:
Same case as MDR ID# 2134265-2014-05193. (B)(4) study. It was reported that stent thrombosis and angina occurred. In (B)(6) 2012, a 2.75 x 28 mm veriflex bare metal stent and a 2.75 x 12 mm veriflex bare metal stent were implanted in the proximal left anterior descending (lad) artery and the distal lad respectively. In (B)(6) 2014, the patient presented due to unstable angina and was hospitalized on the same day. Troponin-t values were negative and electrocardiogram (EKG) shows no ischemic changes. Subsequently, the patient was referred for cardiac catheterization. The 100% stent thrombosis of veriflex bare metal stents located in the proximal lad to mid lad was treated by aspiration thrombectomy and placement of an unspecified bare metal stent. The event was considered resolved on the same day. The next day prior to discharge, elevated creatine kinase (ck) total values were noted (peak ck total= 1816 iu/l, uln=250 iu/l). The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).